Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. This MDR includes all pt's event and device info davol has received to date. A DHR review has not been conducted, since no specific product code or lot number have been provided.

Event description:
In 2006--the pt underwent surgery to repair an incisional hernia. A composix kugel patch was used to repair the hernia. Nine days later--the pt was admitted to the hospital via the emergency room for severe wound infection necessitating drainage. In 2007--the pt expired. The composix kugel hernia patch used in the pt was subject to and part of the FDA recall. As result of using the composix kugel hernia patch, the pt was caused to sustain severe infection and permanent personal injuries, pain, suffering emotional distress and death. The defects in the composix kugel hernia patch were a substantial factor in causing the pt's injuries and death.